Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) with cardiogenic shock requiring a temporary right vad (rvad) at implant. Post-operatively the patient received multiple vasopressive agents for blood pressure and unstable hemodynamics and multiple blood products for bleeding. The patient had low flows and worsening heart failure and required increasing doses of inotropic agents, vasopressors, and transfusions but failed to respond to medical management and resuscitation. Care was withdrawn, the lvad and rvad were turned off, and the patient passed away.